Manufacturer narrative:
The complaint instrument was not returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The images show the target lesion and a pre-dilatation. The complaint instrument and the actual complaint event are not visible. Review of the production documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.

Event description:
Pulsar-18 t3 stent system was chosen for treatment of a moderately calcified lesion (100 percent stenosis degree) in a mildly tortuous sfa. The stent could not be released after unlocking the safety button.